Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of intrinsic atrial beats resulting in multiple episodes with inappropriate anti-tachycardia pacing (atp) device therapy and inappropriate device shocks. Therapy was not exhausted. It was subsequently discovered that the cardiac resynchronization therapy defibrillator (crt-d) device had flipped multiple times within the pocket which pulled the leads and caused all the leads to dislodge from the heart. As a result, this rv lead, the right atrial (ra) lead and the left ventricular (lv) lead were all explanted and replaced, and the crt-d device was repositioned and remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of intrinsic atrial beats resulting in multiple episodes with inappropriate anti-tachycardia pacing (atp) device therapy and inappropriate device shocks. Therapy was not exhausted. It was subsequently discovered that the cardiac resynchronization therapy defibrillator (crt-d) device had flipped multiple times within the pocket which pulled the leads and caused all the leads to dislodge from the heart. As a result, this rv lead, the right atrial (ra) lead and the left ventricular (lv) lead were all explanted and replaced, and the crt-d device was repositioned and remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.